Event description:
The patient contacted lifescan in august 2005 alleging that their one touch ultra meter was prompting the error 2 message. The medical affairs specialist mailed a letter since the patient could not be reached 2 days later. The patient reported visiting their physicians office, since the meter continued to prompt the error 2 message. Patient ate food and/or drank a beverage prior to visiting their physician's office. Although patient claimed to have been experiencing low blood glucose symptoms, their physician administered 10 units of lantus. Patient could not recall symptoms. Possible blood glucose results obtained at the physicians office were not specified. There is insufficient information to suggest that the product contributed to injury or medical intervention. The customer service agent discovered that the patient had been using testing techniques. The patient explained that they had been placing the drop of control solution on their finger prior to applying it to the test strip comfirmation area. Pt was educated of proper testing techniques and walked the patient through retests. The meter continued prompting the error message. Therefore, the meter meets the criteria of a medical device reportable. The meter, test strips, and control solution were replaced.